Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and a service required code was observed. The device's internal battery was replaced to address the issue.